Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. At an unknown time post-op, it was reported that the patient had a revision surgery to remove the set screw. During the revision, it was reported that surgeon was unable to remove the set screw and thus had to cut the rod above and below the set screw. New hardware was implanted. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that no complaint identified with regard to the associated returned implants. After visual review, no evidence was found that would suggest a defect in manufacturing or processing of the implants. Rods cut due to connector set screw stripping. The above observations are consistent with implant damage.